Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. No motor anomalies noted during testing. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose 600 mg/dl. The customer¿s other blood glucose level was 72, 116 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer stated that the insulin pump had motor anomaly. The customer was treated with the manual injection. The device will be returned for analysis.